Event description:
A dr in a foreign country reported experiencing a mild corneal burn with one pt during a phacoemulsification procedure. A suture was used to close the wound and the pt is doing fine.